Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system. Customer¿s blood glucose was 100 mg/dl. Customer stated half of the drive support cap was flush and other half was slightly indented. Customer mentioned that during seating the force sensor did not detect the reservoir caused insulin pump to alarm compromised force sensor system. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.